Manufacturer narrative:
Corrected data: combigan, travatan, and diamox were administered for treatment of the icl removal. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a specimen cup with liquid. Visual inspection found no visible damage to lens. Patient code: (B)(4) narrowing of the angle, angle closure, addition of suture, secondary surgery, lens explant, phaco-emulsification, iol implant. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -16.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, (pupiliary block) elevated iop, narrowing of the angle, and angle closure. One suture was used on removal. Phaco- emulsification was performed on the patient and an iol lens was implanted. The problem was resolved. Its is noted that the patient weighed her options and decided to receive an iol over another icl.